Manufacturer narrative:
Device received with intermittent up button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and alarmed button error. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer stated that the insulin pump arrow button is not responding. The customer states the pump alarmed button error during the night. The insulin pump is being replaced and is expected to return for analysis.